Event description:
Removal of dental implant. On (B)(6) 2013 pt presents with swelling. Pt had been on amoxicillin, changed to augmentin. On (B)(6) 2013 pt returns for follow-up, implant is "mobile". Implant removed.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. This reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors, lack of osseointegration, and/or post-operative complications. The loss of integration or non-integration of endosseous dental implant is a known inherent risk of the procedure.